Event description:
Initial result for a pt ft4 was > 7.77. When repeated, the result was 1.35. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.